Manufacturer narrative:
The device remains implanted and will not be returned for evaluation; therefore, a technical product analysis of the device could not be completed.

Event description:
It was reported that the patient underwent a revision procedure due to discomfort. The physician repositioned the ipg and the patient was doing well postoperatively.